Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. No additional event information is available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3: date of event: the date of the event was not reported. Section d3: the product lot number was not reported. Section e1. Initial reporter phone: (B)(6). Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the embotrap iii device, as the device performed as intended. Per the treating physician¿s assessment, contributing factors for the adverse event of cerebral hemorrhage other than the device was possibly related to the tortuous anatomy of the targeted vessel and severe arteriosclerosis. However, the event occurred on the same day the device was used and the relationship of the device to the reported event cannot be excluded. Furthermore, the event required prolonged hospitalization to treat the patient. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that a embotrap iii 5 mm x 37 mm (et309537/lot # unknown) was used during a mechanical thrombectomy procedure for an occlusion of the right middle cerebral artery (mca) in a patient with an arterial ischemic stroke (ais). Two passes were done by ¿combined technique using embotrap3 and sofia flow 6f aspiration catheter¿, which resulted in ¿slight recanalization (tici4)¿. As explained in the referenced literature article, the tici scoring scale spans from no perfusion (grade 0) to complete perfusion (grade 3); a score of ¿tici4¿ is not recognized, therefore, further clarification will be required. After the procedure, ¿post-operative CT showed a small amount of bleeding¿ and the patient was ¿transferred to another hospital for rehabilitation¿. There were no reports of device deficiencies related to the embotrap iii device. Attributing factors other than the device were reported as ¿arteriosclerosis was severe, the vessel was tortuous, and the vessel ID was narrow¿. The event was reported as such: ¿the procedure was a mechanical thrombectomy of right mca for ais. Combined technique using embotrap3 and sofia flow 6f aspiration catheter. Microcatheter was advanced to m2 and the embotrap was deployed. Aspiration catheter was advanced to m1 and performed 1 pass by combined technique. No recanalization was achieved. The 2 pass was conducted by similar method. Slightly recanalized (tici4) and the procedure was completed. Post-operative CT showed a small amount of bleeding. Small bleeding was found. The patient was transferred to another hospital for rehabilitation¿. The patient¿s baseline condition was reported as: ¿at the time when the patient arrived at the hospital, the patient was in a very poor condition as 12 hours had passed since the onset of the disease. The post-operative condition was unchanged¿. Possible causes other than the product were reported as: ¿arteriosclerosis was severe, the vessel was tortuous, and the vessel ID was narrow¿. A continuous flush was done. Other concomitant devices are unknown. No further additional information is available at the time of this review.